Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0mm non-bsc balloon catheter. No patient complications nor injuries were reported.